Event description:
It was reported that during a port replacement procedure, there was loose connection between the band tubing and the port connector. The procedure was completed using another device. There was no patient consequence.

Manufacturer narrative:
(B)(4). The injection port with the red safety cap, locking connector and tubing strain relief were returned for evaluation. Note the catheter was not returned for evaluation. Upon visual inspection, no punctures on the injection port were observed. A leak test was performed on the injection port with a successful result. No leak was found. A blockage test was performed on the injection port with a successful result. No blockage was found. A functional test was performed on the injection port with a successful result. Hooks were deployed and retracted. A catheter sample was attached to the septum retainer with successful result. Device was returned fully functional. The complaint cannot be confirmed the device was returned fully functional. During visual and functional investigation, it was not possible to duplicate the feeling of "loose" observed by the surgeon. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.